Manufacturer narrative:
Operator of device code unavailable at this time.

Event description:
A procedure commenced to extract two fractured pacemaker leads: one right atrial (rv) and one right ventricular (rv) due to nonfunction. The physician attempted to remove the ra lead using a glidelight device, model 500-301, a lead locking device (lld ez), and a 33cm visisheath device. He encountered significant binding throughout the subclavian/innominate region. He could not make further progress, so switched devices to an 11f tightrail. He progressed to the superior vena cava (svc)/atrial junction with moderate binding noted; however, at this time the patient's blood pressure dropped and an effusion was detected. Rescue efforts commenced immediately, including sternotomy. A tear was discovered 2cm mid svc at the edge of the pericardial silhouette. Repair was successful, and the patient survived the procedure.

Manufacturer narrative:
Operator of device: code accepted by FDA now populated within this field.

Manufacturer narrative:
Date of this report field corrected to 20 june 2018. Date received by manufacturer field corrected to 20 june 2018. The above dates were inadvertently entered incorrectly on the initial MDR submission and were discovered upon a review of the record.